Event description:
Leaking noted at connection of fluid warming set tubing and fluid warmer. Switched machines and leaking still noted. Warming set tubing changed using a different lot number with no further leaking.